Event description:
It was reported that the IV lines attached to the pump at the head end of the device were getting pinched when the user was putting them under the headboard slots when placing the headboard on the device. It was further reported that this caused an interruption in the patient receiving the medication which caused a drop in blood pressure.

Event description:
It was reported by that allegedly the IV line attached to the pump and the patient located at the back of the bed, was severed resulting in the patient not receiving inotropic drugs and their blood pressure dropping. An investigation was performed by the hospital which found that the headboard was removed and replaced resulting in trapped IV lines. The headboard was forced downward, severing the IV-line. The alleged IV-line interruption resulting in a patient not receiving drugs was not due to any component level defect of the product as the rough edges identified appeared to be within specification.

Manufacturer narrative:
The alleged IV-line interruption resulting in a patient not receiving drugs was not due to any component level defect of the product as the rough edges identified appeared to be within specification.